Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the scissor tip skewed and grated as the blades were brought together. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing of the device, the jaws closed and opened according to our manufacturing specifications; no anomalies were noted. In addition, the device cut the test skin media as intended. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.